Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after a diagnostic heart catheterization procedure. Reportedly, during plunger retrieval, there was no suture present. The device was removed and a second proglide was attempted with the same result. Hemostasis was achieved using an angioseal. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient reported to be in his (B)(6). Patient reported to be (B)(6). It is indicated that the device was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The second proglide is being filed under separate medwatch report number.